Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with blood glucose levels over 400 mg/dl. The mother was concerned that the insulin pump did not give a no delivery alarm. Troubleshooting was performed, and only low reservoir alarms were found in the alarm history. The insulin pump passed the prime test, but the mother didn't have the tubing clamp for the high pressure test. Advised the mother that the tubing clamp would be shipped to her. Nothing further was reported.